Manufacturer narrative:
For this pt and device, the elongation of the stent was previously reported under the MDR system on (B)(6) 2009 (ref 3005325609-2009-00015). Subsequently, an in-stent restenosis event for this pt was reported under the MDR system on (B)(6) 2010 (ref 300525609-2010-00007). The stent fracture was likely the result of the initial elongation of the stent at implant. The elongation event was a result of improper deployment technique. The physician was retrained on the proper deployment technique following the elongation event. This event occurred in a (B)(4) pt in (B)(6). The supera device holds the ce mark for the indication of peripheral vascular use. This is one of three stent fracture reported in the history (since 2007), of the supera stent. The two other stent fractures also occurred in stents that were extremely elongated.

Event description:
A stent fracture was observed during the pt's 12-month f/u visit. The pt was enrolled in the (B)(4) in (B)(6). It was reported that under fluoroscopy, there was a type IV fracture - complete transverse linear type iii fracture with stent displacement was observed. The stent was implanted in the sfa and had been elongated 214%.